Event description:
The customer reported to olympus, the video system center experienced power failure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the video system center did not power up due to a defective power supply unit. Also, there were dust bunnies noticed throughout the internal elements. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a power unit failure led to the malfunction resulting in the power does not turn on issue. Olympus will continue to monitor field performance for this device.